Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (w. Coagulans) was misidentified as s. Haemolyticus. The user noted a difference in the gram stain morphology, the difference being rod versus cocci. Additional confirmatory testing, pcr, was performed to ensure correct reporting. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of weizmannia coagulans as staphylococcus haemolyticus when using phoenix panel pid (catalog number 448008) batch number 4072152. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of staphylococcus haemolyticus when using the complaint batch. Panel batch 4072152 was unavailable for complaint investigation testing and a comparable batch was used. To investigate, retention panels of the comparable batch and control panels from the same material but a different batch number were tested using in house isolates weizmannia coagulans pos 1774 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of weizmannia coagulans as staphylococcus haemolyticus when using phoenix panel pid (catalog number: 448008) batch number: 4072152. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of staphylococcus haemolyticus when using the complaint batch. It is to be noted that phoenix panel pid does not have claims for weizmannia coagulans, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (w. Coagulans) was misidentified as s. Haemolyticus. The user noted a difference in the gram stain morphology, the difference being rod versus cocci. Additional confirmatory testing, pcr, was performed to ensure correct reporting. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (w. Coagulans) was misidentified as s. Haemolyticus. The user noted a difference in the gram stain morphology, the difference being rod versus cocci. Additional confirmatory testing, pcr, was performed to ensure correct reporting. No health impact or consequence reported.